Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The agent zero cal unstable error never occurred. The agent bench was opened and the x1 had a coating smear on the crystal. A defect in the crystal coating or uneven crystal coating would result in a failing frequency difference and cause borderline functionality in the agent bench. The agent bench was determined to be the root cause. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that an agent zero unstable error occurred and the agt 10 pt sum value fluctuates out of range. No patient injury was reported.